Event description:
Legal counsel for the patient alleges that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2010, due to alleged pain, swelling, inflammation, damage to the surrounding bone and tissue, and lack of mobility. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to fulminant synovitis consistent with metal on metal reaction. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on unknown date. Subsequently, patient was revised on (B)(6) 2010, due to alleged pain, swelling, inflammation, damage to the surrounding bone and tissue, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Implant date - implant date unknown. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number six states, "inadequate range of motion due to improper selection or positioning of components". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". The product and lot identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00721 and 1825034-2012-01833 / 01834).

Manufacturer narrative:
This follow-up report is being filed to relay the initial procedure date and product identification, both of which were previously unknown. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00721-1 and 1825034-2012-01833 / 01834). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.